Event description:
It was reported the camera head malfunctioned during a therapeutic procedure (cholecystectomy) and the customer noticed there was no image in the screen. The procedure was delayed for a few minutes when the customer prepared a similar device to complete the procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h4. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: factors that may have contributed to the reported event are faulty ccd, damaged cable, or damaged connector. A definitive root cause cannot be identified. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): per otv-s7proh-hd-12e IFU: "warning - if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Pg. 8 olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head malfunctioned during a therapeutic procedure (cholecystectomy) and the customer noticed there was no image in the screen. The procedure was delayed for a few minutes when the customer prepared a similar device to complete the procedure. There was no report of patient harm associated with the event.